Manufacturer narrative:
Method: device history record review result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) and the lens flipped. The lens tore while being removed during the same surgery, with no patient injury, no enlarged incision or sutures. The backup lens was implanted.